Event description:
An urgent recall was issued regarding two potentiometers malfunctioning. Rptr discovered a third: the high pressure limit potentiometer was found to drift down creating a lowering of limit which can be very dangerous to a pt attached to this ventilator.